Event description:
(B)(4). I'm sure I have a nickel allergy and ever got checked ...I have hair thinning very bad, mood swings that almost separate my family..very evil and can't control it,..no patience at all. Memory is getting worse by the day. My vision has been getting weird pelvic and stomach pains, back pain, rsl has gotten really bad uncontrollably, pain and issues with intestines and bowels ...I can go on forever.